Manufacturer narrative:
The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and wound dehiscence. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported "traumatic breast augmentation in 2012" additionally healthcare provider reported "bilateral deflations immediately postoperatively and had significant wound and skin dehiscence." Device has been explanted.